Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement shortly after implant. A new rv was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead was performed. Visual inspection of the terminal pin assembly, lead body, and electrode tip were intact and no anomalies were found. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was applied to capture the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement shortly after implant. A new rv was successfully implanted. No additional adverse patient effects were reported.